Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control further evaluated the device and observed that the analog pcb assembly caused the device to output only the positive portion of the defibrillation waveform and the same energy level (168.4 joules) with each discharge. The negative portion of the defibrillation waveform was missing. Physio-control determined that the cause of the reported failure was due to a pcb feedthrough (from cable-mounted plug connector, designator p16, socket 19 to resistor, designator r401) on the analog pcb assembly having a high resistance above 50k ohms upto open (not connected). During the manufacturing process of the pcb, the pcb was scratched over the feedthrough opening and the feedthrough was coated with gold where normally an open hole should exist.

Event description:
The customer contacted physio-control to report that their device had a service wrench indicator in the readiness display. During device evaluation it was observed that the device had logged multiple event codes into its memory. Furthermore it was observed that the device only provided monophasic defibrillation shocks and did not reach the requested energy levels for the shocks. The device might therefore not be able to provide appropriate defibrillation therapy when needed. There was no patient use associated with the reported event.